Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. The surgeon decided to remove the implant to decompress the area and relieve left-side pain. Possible causes could be related to user technique, implant sizing, patient pathology, or another unknown issue. However, the exact cause of the reported issue could not be determined. The following sections were updated: a1, a2, a3, b3, b4, d2, d4, d6a, d6b, d9, g4, g6, h2, hs, h6, h10. And b4, e1,g6, h2, h6, h10.

Event description:
It was reported that a coalition agx spacer was removed 6 weeks post-operatively due to the patient experiencing pain.